Event description:
Consumer stated that he experienced swelling of the oral cavity after using the equate double action denture cleanser. He looked like he got hit in the jaw. He put the denture in his mouth without properly cleansing/rinsing the dentures. Consumer stated he began using the product on (B)(6) 2011 and stopped on (B)(6) 2011.